Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative, the right ventricular (rv) lead dropped visibly from xray and that its position was not stable. The lead was revised and remains in used. No patient complications have been reported as a result of this event.